Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The gas inlet valve was recommended for replacement to resolve the issue. Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.